Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose readings of 546 mg/dl. Customer reported that infusion set came off after insertion. Customer also reported that infusion set was getting stuck in serter. Customer was educated on proper seter use. Customer declined troubleshooting for high blood glucose.